Event description:
It was reported that pump showed malfunction alerts, including malfunction code 199 in tandem source and malfunction code 12 on pump, with no notable events occurring beforehand and the malfunction recurring after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to replace pump, use multiple daily injections as backup therapy, and follow storage and return instructions for faulty pump, and it was confirmed that pump was within warranty and shipping details were verified.